Event description:
It was reported that during a routine device replacement procedure, upon connection if the replacement subcutaneous implantable cardioverter defibrillator (s-ICD) to this chronic electrode, three attempts to induce the patient during defibrillation threshold (dft) test were unsuccessful. A fourth induction was successful, however, the delivered shock was unsuccessful in converting the patient. An external shock was then delivered to convert the patient. Technical services (ts) reviewed the successful induction episode, and noted that post external shock, an artifact was present that was felt to be potential extended saturation post shock, and the s-ECG showed a flat line for two seconds, before returning to normal. Ts discussed post shock algorithms, and sensing, and discussed the potential that the external shock temporarily impacted device sensing. An x-ray was taken and confirmed the electrode to device header connections were appropriate. The procedure was completed, and the patient was sent home. Ts discussed performing follow-up dft testing to confirm conversion and observe for normal sensing post shock. The patient was seen for dft testing two weeks later. The patient was unable to be induced, and the physician planned to use a catheter and deliver a commanded shock. The device was unsuccessful in converting the induced rhythm. Surgical intervention was then undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine device replacement procedure, upon connection if the replacement subcutaneous implantable cardioverter defibrillator (s-ICD) to this chronic electrode, three attempts to induce the patient during defibrillation threshold (dft) test were unsuccessful. A fourth induction was successful, however, the delivered shock was unsuccessful in converting the patient. An external shock was then delivered to convert the patient. Technical services (ts) reviewed the successful induction episode, and noted that post external shock, an artifact was present that was felt to be potential extended saturation post shock, and the s-ECG showed a flat line for two seconds, before returning to normal. Ts discussed post shock algorithms, and sensing, and discussed the potential that the external shock temporarily impacted device sensing. An x-ray was taken and confirmed the electrode to device header connections were appropriate. The procedure was completed, and the patient was sent home. Ts discussed performing follow-up dft testing to confirm conversion and observe for normal sensing post shock. The patient was seen for dft testing two weeks later. The patient was unable to be induced, and the physician planned to use a catheter and deliver a commanded shock. The device was unsuccessful in converting the induced rhythm. Surgical intervention was then undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Resistance testing found the electrode was not electrically continuous. A computed tomography (CT) scan of the electrode confirmed damage to the insulation between conductors under the terminal ring. The characteristics of the insulation damage appeared consistent with bending/flexing while inside the pocket. Laboratory analysis confirmed the insulation damage resulted in the reported clinical observations of difficulty converting rhythm, device sensing issue and noisy signals.

Manufacturer narrative:
This report is being filed to correct h10: additional MFR narrative: the returned electrode was also thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Resistance testing found the electrode was not electrically continuous. A computed tomography (CT) scan of the electrode confirmed damage to the insulation between conductors under the terminal ring. The characteristics of the insulation damage appeared consistent with bending/flexing while inside the pocket. Laboratory analysis confirmed the insulation damage resulted in the reported clinical observations of difficulties converting rhythm, device sensing issues, and noisy signals.

Event description:
It was reported that during a routine device replacement procedure, upon connection if the replacement subcutaneous implantable cardioverter defibrillator (s-ICD) to this chronic electrode, three attempts to induce the patient during defibrillation threshold (dft) test were unsuccessful. A fourth induction was successful, however, the delivered shock was unsuccessful in converting the patient. An external shock was then delivered to convert the patient. Technical services (ts) reviewed the successful induction episode, and noted that post external shock, an artifact was present that was felt to be potential extended saturation post shock, and the s-ECG showed a flat line for two seconds, before returning to normal. Ts discussed post shock algorithms, and sensing, and discussed the potential that the external shock temporarily impacted device sensing. An x-ray was taken and confirmed the electrode to device header connections were appropriate. The procedure was completed, and the patient was sent home. Ts discussed performing follow-up dft testing to confirm conversion and observe for normal sensing post shock. The patient was seen for dft testing two weeks later. The patient was unable to be induced, and the physician planned to use a catheter and deliver a commanded shock. The device was unsuccessful in converting the induced rhythm. Surgical intervention was then undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.